Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2011, inratio2: 1.3, lab: 4.1; (B)(6) 2011, 3.3, 5.1. Patient's therapeutic range: 2.0-3.0 inr.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio2 test with lab results provided by end-user at time complaint was filed: inratio2: 1.3, reference: 4.1, mean: 2.70, confidence limits: 1.7-3.8; 3.3, 5.1, 4.20, 2.4-6.1. Analysis of customer's data revealed that one out of two inratio2 and reference test result comparisons did not meet accuracy criteria. Customer's results are considered discrepant beyond the context of the documented variability for inr testing. No product is expected to be returned. Further investigation could not be performed since no strip lot information was provided by the customer. This complaint issue will be subject to tracking and trending. No corrective action required at this time as no product deficiency was established.